Event description:
A customer reported a leaking transfer set while using the home choice device. The home patient (hp) was connected to the machine. The hp was in dwell three of four and the fluid was leaking in a steady stream. There was no patient injury in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.